Event description:
This report is being filed after the subsequent review of the following journal article: hirota, r., et. Al., (2014), pseudoaneurysm of the superficial femoral artery after retrograde intramedullary nailing for a supracondylar femoral fracture, annals of the royal college of surgeons of england, 96, e1-e3. (Japan) this is a case study of a (B)(6) woman who developed a pseudoaneurysm of the superficial femoral artery after osteosynthesis to repair a supracondylar femoral fracture. The patient was treated using a retrograde intramedullary nail with spiral blade. Eight weeks after surgery, swelling of the right thigh persisted and was accompanied by severe pain. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown nail.,: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.